Manufacturer narrative:
D10: concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap, (lot#: p5b0840s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy, when detaching the intestinal tube, the stapler was unable to fire, the surgeon was able to press the green button but could not squeeze the handle. The user replaced the stapler with the device from another manufacturer to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired. A back extruded staple was stuck in the staple cartridge. Sub flush pushers were observed on one side of the staple cartridge. A looseness in the cartridge side of the jaws was observed when moving the reload. It was reported that the instrument did not fire. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: malformed staples. Visual examination noted an unformed staple was protruding from the staple cartridge. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: correct reload size depending on tissue thickness and to ensure no obstructions to avoid firing issues in warning and precautions section (step 3 and 10). Also, section 2 for loading instructions includes warning for thickness and caution for shipping wedge to avoid handling issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.